Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and found that the device failed extended self testing (est) and declared errors 3125 and 3126 (exhalation flow accuracy error). The fse replaced the flow sensor and the unit passed the extended self test.

Event description:
It was reported that the unit had a high tidal volume and exhalation flow errors. There was no patient involvement. The event date was not specified; estimate used.